Event description:
It was reported that the drill attachment heated up during testing. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill was received by the MFR; however, the overheating complaint could not be replicated. The motor assembly was replaced and the unit was returned to the user facility.